Manufacturer narrative:
Additional information: (UDI) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer was not able to provide the lot or model number which determines the 510k number. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, whilst looking after the patient, the customer noticed that the endotracheal cuff pressure monitor was attached to a transducer port on the grey lumen. The customer reported that on checking, they noted that the line was clamped and that the cuff pressure was at 25-26. They reported that the cuff pressure monitor did not alarm. It was reported that this is an easy misconnection mistake between cuff pressure monitor and the cv line 3 way tap. There was no patient injury reported at this time.